Event description:
When the device was used during a colon resection procedure, when it was removed from the device, the cartridge came out. The device was handed to the surgeon not realizing the cartridge had came out. The surgeon fired the device and it cut but di dnot staple. Clamps, the harmonic scapel and the er320 was used to control bleeding and to complete the procedure. Bleeding was minimal. There was no adverse pt consequece.